Event description:
A 28 mm diameter x 3.75 cm length aneurx aortic extension cuff was implanted into pt for the endovascular treatment of an aortic ulceration in the thoracic aorta. The pt has a history of chronic obstructive pulmonary disease. The diameter of the aorta measured 22 mm to 23 mm in diameter. It was reported that the pt presented to the e.r. With an ulceration in the thoracic aorta that demonstrated as a pinhole leak. The aortic cuff was successfully implanted and final angiogram demonstrated resolution of the leak. The pt was reported to be doing well post-operatively. Three days later the pt experienced pain and angiography demonstrated a dissection of the thoracic aorta proximal to the stent graft. It was reported that the physician does not believe the dissection was present prior to the endovascular stent graft procedure. A second endovascular procedure was performed on an unk date to implant a talent stent graft. It was reported that due to chronic obstructive pulmonary disease the pt was placed on a ventilator post-procedure. No additional sequelae were reported and the pt's status is unk.